Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms #: (B)(4). No causes or potential causes to the customers reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. It was cracked and chipped out on both front corners of the top case. Event history log (ehl) showed force sensor test error. The device failed force reading of force sensor; the force sensor was out of calibration. The root cause could not be determined. Actions were taken to mitigate the reported issues: performed preventive maintenance and all functional testing passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the pump showed force sensor test. No patient injury was reported.